Manufacturer narrative:
The reported event of low lead impedance was confirmed. As received, a complete lead was returned for analysis. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil over torqued consistent with procedural damage. Electrical tests found short between the conductors¿ paths due to the over torqued inner coil at the connector region. The cause of the reported event was isolated to the damaged inner insulation in the over torqued region consistent with procedural damage. No other anomalies were noted.

Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that right ventricular (rv) lead exhibited low pacing impedance. The lead was ultimately not used and replaced with new lead. Patient condition was stable.